Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A manufacturer record review related to the device including device history record will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. Field service specialist visited the account and checked the laser system (concomitant device) and found no issues with the system. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Account reported suction loss while laser firing. Procedure was aborted. It was reported that patient is not returning. This report is 1 of 2.

Manufacturer narrative:
It was initially reported product lot number was 60112427 however, the product lot received at the lab was 60116965. Manufacturing date, expiration date, UDI and lot number updated. Additional info: product was received in the lab.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 09/14/2018. Device returned to manufacturer? Yes. Device evaluation: one (1) pi was returned within its original packaging confirming the reported lot number of 60116965. A visual inspection of the returned device did not reveal any damage to the components and all parts were assembled correctly. Suction and dimensional testing was performed with all results within specification. The reported suction loss issue could not be confirmed. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the pi lot# 60116965. All devices met material, assembly and performance specifications at the time of product released. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4). And CAPA-010215.